Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e1 (facility details). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hematoma was not determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
D6b: the explant date is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was inserted via right axillary artery for elective placement in a 66-year-old male who was admitted for ventricular septal defect. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. The patient was receiving support when on day 14 of support a small hematoma and hole in the aorta was observed at the site where he cross clamped the impella and aorta were cross clamped. This was attributed to using soft and hard clamp inserts. The small hole was surgically repaired with one suture. Vascular injury is a known potential adverse events of the impella 5.5 per the instructions for use.